Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left mentor siltex round moderate profile 375cc saline prostheses, catalog: 3542660, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with mentor siltex round moderate profile 375cc saline prostheses experienced deflation on the right breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/19/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 11/20/2018, mentor received additional information that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 350cc saline prostheses on (B)(6) 2018; catalog # 3501655, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Visual evaluation of the device revealed a rent within an area of siltex cracking on the posterior view, measuring approximately 0.3 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).